Manufacturer narrative:
One 6f ultimum introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00123. During the percutaneous transluminal aortic valvuloplasty (ptav) procedure, blood leaks occurred with the valve on two sheaths. After puncture in the antebrachial vein, the physician found the valve was leaking blood. The sheath was then replaced, but the second sheath had the same issue. The physician thought the situation was better than with the first sheath and so it was used to complete the procedure with no adverse patient consequences.